Manufacturer narrative:
As no additional information concerning this report is expected at this time, our investigation is complete. This investigation will be updated should additional information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead's measured pacing impedance had gradually increased over a period of 56 months, eventually reaching a high out-of-range (oor) measurement. The oor measurement was observed after the explant of previously abandoned leads from the patient's abdominal region. Other lead measurements were normal and stable. A boston scientific technical services consultant (ts) and the calling health care provider (hcp) discussed troubleshooting techniques to help the patient's physician evaluate whether to replace the lead at this time or wait until replacement of the patient's implantable cardioverter defibrillator (ICD). There was no report of adverse patient effects, and the lead remains implanted and in service.